Event description:
During the review of the event history of another report, it was discovered that failure code 810:15 occurred on channel c on a colleague infusion pump. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed during product evaluation. The root cause of the reported problem was determined to be moisture on administration set being loaded into the pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.